Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 4. Details of surgery: sinus augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type IV and previous bone augmentation. The device was forwardedto the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.